Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during initial drain. The baxter technical service representative (tsr) asked the home patient (hp) if the patient line was primed to the top of the patient line before he connected and the tsr determined that the line had not properly primed. The tsr educated the hp of the importance of the patient line being primed to the top before connecting. The tsr had the hp close all of the clamps and cycle the power to clear the alarm, remove the cassette and end the therapy session. The tsr advised the hp to dispose of the current supplies in use and start over with all new supplies. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the initial drain stage, where the home patient indicated the patient line had not properly primed prior to therapy. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.